Event description:
It was reported that while the manufacturing representative was prepping the pump it was difficult and slow, but they were able to aspirate all 40 cc from the reservoir. The reporter stated they did not try to fill the reservoir with drug yet. The reporter further stated that when they injected saline through the catheter access port (cap) they used a lot of pressure and force, but it dripped out and did not flow like it usually did. It was noted that the operating room was very cold. The pump contained gablofen (baclofen). Additional information received reported the manufacturing representative was able to completely aspirate and fill the pump. The reporter stated they switched needles to flush the cap and it flushed perfectly. It was noted the patient left the operating room in satisfactory condition. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).